Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample is not expected as the handpiece has been put back into circulation. (B)(4).

Event description:
A biomedical engineer reported "occlusions issues" during a cataract with intraocular lens implant procedure. The handpiece was exchanged to complete surgery with no harm to the pt. The operating room mgr suspects that the handpiece was not being flushed after the procedure. The operating room mgr reminded the staff that they need to flush the handpiece prior to sending them for sterilization.